Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint "found broken cables". Failure analysis found the primary failure of cable crimp - other to be related to the customer reported complaint. For clarification, the instrument was found to have a slipped cable crimp of joggle constraint cable 12. As a result, the instrument will fail to move intuitively. The crimp was not returned with the instrument. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp needle driver had a broken/loose cable. The nurse inspected the instrument and found broken cables. The procedure was completed with no reported injury.